Event description:
It was reported that cardiac tamponade occurred during the mapping phase of the procedure. The catheter used for mapping was the pentaray, and before ablating, the catheter went back to the right atrium. It is suspected that the tamponade occured when manipulating the sheaths to try to reach the left atrium again. The procedure was stopped and all catheters removed from the heart. Pericardiocentesis was performed to drain the blood and patient became stable.